Event description:
It was reported that the asymptomatic patient presented for a scheduled device change procedure. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. No intervention was performed. The physician was elected to continue monitoring the ra lead. The patient was in stable condition.